Event description:
The consumer stated her mom was diagnosed with a urinary tract infection twice, one of which required hospitalization, after incontinence pad usage. The consumer stated the pad crumbles into small pieces as her mother walks around. She stated about 90 days ago, her mother was diagnosed with a urinary tract infection and hospitalized. She recently visited her doctor after experiencing confusion and was diagnosed with another urinary tract infection. She was prescribed ciprofloxacin for 7 days and completed this antibiotic. However, she stated the mother is experiencing smelly urine. She plans to follow-up with the doctor if this persists.

Manufacturer narrative:
Two companion samples were received and a visual inspection was conducted. The visual examination did not observe any product defects or abnormalities. Device history record review could not be performed. No DHR available for reported manufacture lot lf309010x0706. (B)(4). A trend analysis of the complaint database found no other complaints against the reported/continuous manufactured lots under the same complaint category and machine. Root cause could not be identified. Information from this incident will be included in our product complaint and MDR trend analysis.